Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed, and device was not detected on the bus. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system pockets in auxiliary drawer 1.2 was not detected on the bus. The field service engineer (fse) accessed the station via remote smart service (rss) and logged into windows. The fse checked drawer functionality using the hardware test application (hta) and confirmed that all pockets in the drawer were on the bus. The station was rebooted, and no hardware failures were detected. The system functioned as intended after the field service engineer verified the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed, and device was not detected on the bus. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.